Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced rapid atrial fibrillation/atrial flutter, fast ventricular heart rates and was feeling unwell. It was also reported that the right ventricular (rv) lead exhibited under sensing during atrial tachycardia/atrial fibrilla tion (at/af) episode. The rv lead remains in use. No further patient complications have been reported as a result of this event.